Manufacturer narrative:
02/12/1999- supplemental #1 sent to FDA. Device not available for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the clips did not advance properly. The hosp has report no pt injury occurred.